Event description:
Clinical study. Same case as 6000093-2007-02062. It was reported that 1 day after a treatment with the nexstent carotid stent system, the patient experienced a transient ischemic attack (tia). The target lesion was located in the left proximal internal carotid artery (1st septal), and had a diameter of 6.0mm, 14.0mm length and 85% stenosis. Pre-dilatation after embolic protection placement and before stent placement was performed. The physician then placed a 4-9mm x 30mm size nexstent stent was implanted. Post-dilatation was performed and residual stenosis was 0%. No neurological deficits were identified peri-procedurally. One day post index procedure, patient experienced a tia. No therapeutic measures were administered. CT was performed and showed no acute findings. Hospitalization was prolonged and patient was discharged the next day with an outcome of resolved without residual effects. The physician noted the event to be possibly related to the nexstent & filterwire.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.